Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Power driver board damaged. Cracked bracket board. Couldn't duplicate complaint. Unit is not heating up.

Event description:
While using a g136 scaler, the unit, handpiece and inserts were getting hot; no injury resulted.